Manufacturer narrative:
Conclusion: this type of pain is sometimes seen if the dissection is too superficial or the tape is twisted along its path. In those cases, conservative measures will probably not be helpful and the tape will have to be cut. The exact cause in this case cannot be determined although given the history, most likely the tape is either too superficial or twisted. In either of these cases, that would represent a technique error with the product performing appropriately.

Event description:
It was reported that the patient underwent a sling procedure in 2006. Postoperatively, the patient is experiencing left sided pain in her anterior thigh radiating to her toes. The physician can duplicate the pain by palpation of a band of tape to the left of the urethra. The physician is considering steroid injections, physical therapy, and/or cutting the tape. The patient is continent and is slowly improving.